Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found that the air/water nozzle was obstructed due to foreign material. Due to clogging of air/water tube, water supply volume does not meet the standard value and no air is fed. Additionally, scratches and corrosion were found throughout the device, the suction and air/water cylinders were both discolored, the universal cord coating was peeling, the bending tube was deformed, the objective lens was cracked, the adhesive on the bending section cover was detached and the scope connector cover had a dent. Due to the wear of the angle wire, the bending angle in up direction does not meet the standard value. Due to the scratch on the plastic distal end cover, the insulation resistance value at the distal end does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited insufflation problems. The device was returned, and it was found that the nozzle and aw (air/water) tube was clogged. There was foreign material inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
The customer reported insufflation problem happened before the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the nozzle was clogged with foreign matter. The foreign matter was unable to be identified. The were no reports of nozzle deformation and there were no deviations in reprocessing. Olympus will continue to monitor field performance for this device.